Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by attempting to reset and redeploy the returned device. The device was disengaged from rear lock and was attempted to set to forward lock, but resistance was felt. The base of the carrier tube was found kinked within the device sleeve. The internal components were unable to deploy. The sheath and carrier tube were then separated. Blood was found along the carrier tube and dried blood was found within the sheath. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: cath lab lead the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a 6fr right femoral heart catheterization. The 6fr sheath was removed and an angio-seal was placed, however was not successfully deployed. Manual pressure was needed to complete the case. The reported event did not result in patient injury. Additional information was received on 24apr2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable, manual pressure was successful. There were no concomitant devices used with the angio-seal device.